Event description:
It was reported that the packaging opens easily and sterility is in question with a bd insyte¿ autoguard¿ shielded IV catheter. This occurred on 4 separate occasions prior to use. The following information was provided by the initial reporter, translated from portuguese to english: violated packaging during storage, opens very easily, with loss of sterility and need for disposal.

Manufacturer narrative:
The following field has been updated with corrected information: b.3. Date of event: (B)(6) 2019. H.6. Investigation summary: a review of the device history record was completed for final product catalog #38186714 lot 8180829 manufactured from 03-jul-2018 in multivac r530-1 package machine. There are no quality notification (qn) or nonconformity report of "package seal integrity poor/questionable¿ or anything that could lead to be related to this complaint. The corrective maintenance history in the manufacturing period of the packaging of this complaint was evaluated and it was not verified records that could lead to "package seal integrity poor/questionable¿ defect for the claimed lot. This complaint does not contain samples or photos for analysis. Investigation conclusion: a complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of package seal integrity poor/questionable with lot #8180829 regarding item #38186714. Root cause description: based on the results of the investigation so for a root cause has not been determined for the defect of this complaint. Rationale: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging opens easily and sterility is in question with a bd insyte autoguard shielded IV catheter. This occurred on 4 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: violated packaging during storage, opens very easily, with loss of sterility and need for disposal.